Event description:
It was reported to boston scientific corporation that a gold probe¿ was used in the patient's stomach during an esophagogastroduodenoscopy (egd) with peg revision procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the gold probe failed to cauterize the ulcer. The device was connected to the generator via an adapter cable and no issues with the generator or other electrocautery devices were reported. The procedure was completed with a second gold probe using the same generator and settings. No visible issue to the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a gold probe¿ was used in the patient's stomach during an esophagogastroduodenoscopy (egd) with peg revision procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the gold probe failed to cauterize the ulcer. The device was connected to the generator via an adapter cable and no issues with the generator or other electrocautery devices were reported. The procedure was completed with a second gold probe using the same generator and settings. No visible issue to the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned device found no issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device was found to be within specification. The complaint that the device failed to transmit current was not confirmed. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.